Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a grade 3 cystocele, a grade 3 enterocele, and grade 2 rectocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and other outcomes. The patient experienced bowel dysfunction, urinary frequency and urge incontinence. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/21/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with posterior repair, extraperitoneal vaginal vault suspension, perineoplasty, cystourethroscopy, and bilateral perivaginal repair due to defactory dysfunction, urinary frequency, and urge incontinence. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.